Event description:
During an angiogram of the left arm procedure on a male patient, the sheath unraveled at the access site upon removal. The doctor cut down the access site to remove it. The device unraveled in the patient's body. The doctor cut down the access site to remove it. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). (B)(4). The event is currently under investigation.

Manufacturer narrative:
(B)(4). Event evaluation: a review of complaint history, instructions for use (IFU), quality control, trends and a visual inspection of the returned images was conducted during the investigation. The review of the provided images of the sheath in a damaged and used condition revealed the sheath had separated and the coils exposed. It was also noted that there appears to be some significant elongation and necking down of the sheath near the separation. There is no evidence to suggest that the product was not manufactured to specifications. The instructions for use lists instructs for sheath removal plus the warning, "before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage," and the precaution, "the maximum diameter of the instrument or catheter to be introduced should be determined to ensure its passage through the introducer. All instruments or catheters used with this product should move freely through the valve and sheath. Damage to the valve/introducer may result when the fit is tight." Based on the information provided and the review of images, this is indicative of forces beyond the design of the device being applied. Quality engineering risk assessment was used to assess the risk of this failure mode. Due to low occurrence and high detection the risk remains acceptable. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints.

Event description:
During an angiogram of the left arm procedure on a male patient, the sheath unraveled at the access site upon removal. The doctor cut down the access site to remove it. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.